Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3005334138-2019-00625, 2030404-2019-00109, 3005334138-2019-00627, 3008452825-2019-00573, 2030404-2019-00110. During an atypical flutter ablation, a pericardial effusion occurred. The left atrium and coronary sinus were ablated without any signs of excessive force using the tacticath catheter. The tachycardia was terminated and the procedure ended. During post imaging with intracardiac echo, a slight pericardial effusion was observed. The site of the perforation was not specified and there were no patient symptoms. A pericardiocentesis was performed to stabilize the patient. The physician stated that it may have occurred during the ablation within the coronary sinus, however the cause is unknown. The patient was discharged and there were no performance issues with any abbott device.